Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in storage of untreated episodes. Technical services (ts) reviewed the episodes and discussed the noise appeared consistent with potential seal plug damage or a loose setscrew. Troubleshooting and programming options were discussed. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.